Manufacturer narrative:
The manufacturing records could not be reviewed as the lot number nor was the date of surgery provided. Additional information including patient medical history and surgical notes for the initial surgery or the re-operation are not available for consideration in this complaint evaluation. Details surrounding the patient¿s post-operative recovery are also unknown. Calcification/mineralization is listed as a known adverse event for pericardial patches and is listed in the photofix instructions for use (IFU). The source, location and degree of the reported calcification are unknown. The photofix manufacturing process includes 100% visual inspection prior to packaging. The reported event is listed as a known complication in the product IFU. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "in conversation with the surgeon, the surgeon commented that experience with photofix at a previous hospital produced calcification. No specific information could be given as the surgeon could only remember the adverse event associated with the product. No further information forthcoming.".

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "in conversation with the surgeon, the surgeon commented that experience with photofix at a previous hospital produced calcification. No specific information could be given as the surgeon could only remember the adverse event associated with the product. No further information forthcoming."